Event description:
Loss of osseointegration.The material number updated. The corrected information is provided inthis follow up report.

Manufacturer narrative:
The material number updated. The corrected information is provided inthis follow up report.

Event description:
LOSS OF OSSEOINTEGRATION.